Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the drug solution could not be aspirated. The returned syringe was tested was able to draw and expel properly without any observed defects. Unable to perform DHR check for difficult/unable to operate (not aspirating) due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was the reported that the bd ultra-fine¿ insulin syringe would not aspirate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "I couldn't aspirate the chemical."

Event description:
It was the reported that the bd ultra-fine¿ insulin syringe would not aspirate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "I couldn't aspirate the chemical."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.